Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position. The other haptic is bent/deformed due to condition of returned sample. Unable to conduct dimensional testing due to condition of returned sample. No cartridge returned. The product investigation could not identify the root cause for the reported complaint as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. A functional test (dimensional) to check the dimensions of the lens could not be conducted due to the condition of the returned sample. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a defective intraocular lens (iol). Timing and patient impact are unknown. Additional information was requested.